Manufacturer narrative:
Evaluation results: no results available since no evaluation performed. Evaluation conclusions: known inherent risk of a procedure (allergic reaction is listed in the instructions for use (IFU) as a potential adverse event). Unable to confirm complaint. (B)(4).

Event description:
It was reported that the patient was treated in (B)(6) 2011 with a non-medtronic drug eluting stent. The patient presented with allergic symptoms after this procedure but this was not documented. The patient was then treated in (B)(6) 2012 with a resolute integrity 2.25 x 26 mm drug eluting stent which was implanted in the cx. Following this second intervention the patient had recurrent angioedema. The patient presented at the allergy clinic in (B)(6) 2013 and their medication was changed. The patient continues to experience symptoms.